Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Dual lead noise and artifact contributed to the false detection. It was reported that the pt was at home walking around at the time of the event. The lifevest detected an arrhythmia at 14:58:47. The pt's ECG strips show sinus tachycardia with dual lead noise and artifact. The lifevest delivered a defibrillation shock at 14:59:49. The post-shock rhythm was sinus tachycardia with dual lead noise and artifact. The response buttons were pressed after the treatment was delivered. The pt was admitted to the hosp after the event and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt as admitted to the hosp after the event and continues to wear the lifevest. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) is complete. Upon receipt, both the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) - 08/2011 (reuse), electrode belt sn (B)(4) - 07/2010 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).